Event description:
It was reported by a caller that the connector on the inter hilo came apart from the lumen after intubation. The caller stated she must get back to her patient and hung up. No other information was provided.

Manufacturer narrative:
The lot number is unknown and there is no sample returning for investigation at this time. It is not known if the patient required re intubation. Multiple attempts have been made to contact the caller for follow up information and to obtain the lot number and the endotracheal tube for failure investigation. No analysis or conclusions can be drawn without the device or the lot number. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.